Event description:
It was reported that at 1,523 joules, 3 minutes, 80 w while using the side-firing surgical fiber during a pvp procedure, the fiber output was observed to be forward-firing. The fiber was replaced and the procedure completed using a second surgical fiber. There was no injury reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber cap exhibits signs of melting which formed a hole from the surface to the bevel edge; the glass cap exhibits severe devitrification at the output area, and detritus adhesion around output area; the heat shrink tubing exhibits minor scratch marks. Based on the device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.